Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain, chronic low back pain, and post lumbar laminectomy syndrome. It was reported that the stimulation was not working for the patient¿s pain since at least a year. The patient stated their original pain was ¿resolved¿ but they had a new pain in a new area that the stimulation was not touching since a year ago. They reported that when they turn the stimulation in, ¿it sparks¿ like the ¿stimulation is biting¿ them. They were not able to use it at all since last year because of that sensation. The patient stated they had a fall in (B)(6) 2017. They also stated the ins was flipped when they turned over in bed and they thought this was 2 years ago. They had to call a manufacturer representative (rep) in to check what was wrong and they told the patient the ins was flipped. The patient was redirected to a healthcare professional (hcp) to check the ins and leads. No further patient complications were reported as a result of this event. Additional information from the manufacturer representative (rep) stated that they instructed the healthcare professional (hcp) on how to diagnose a flipped stimulator but was not aware that a flipped ins had occurred. No patient complications were reported as a result of this event.